Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of loaner set it was observed that the holding sleeve for stardrive screwdriver shaft was missing a piece. There was no patient involvement. This report is for one (1) holding sleeve for stardrive screwdriver shaft t8. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The holding sleeve for stardrive screwdriver shaft t8 (p/n: 314.468, lot #: 6225825) was received at us cq. Upon visual inspection, the complaint device is missing the coil spring component. Dimensional inspections relevant to this complaint were not performed at due to a definitive finding of a missing component. The customer reported the device was missing a piece. The repair technician reported the device is missing spring. Missing parts is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. The overall complaint was confirmed for the received holding sleeve for stardrive screwdriver shaft t8 (p/n: 314.468, lot #: 6225825) as the device is missing the coil spring component. While a definitive root-cause cannot be determined based on the provided information, it is possible this condition is due to improper maintenance and sterilization. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part # 314.468, synthes lot # 6225825, supplier lot # na, release to warehouse date: 23 sep 2009, manufactured by synthes brandywine. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.